Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports removal of implant due to rupture. This relates to the right side. Device has been explanted.

Event description:
Physician reports removal of implant due to rupture. This relates to the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening on radius and crease folds. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified sharp opening on radius due to a surgical impact opening, stress mark in the shell, and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp opening on radius due to a surgical impact opening.